Event description:
During an esophageal dilation procedure, a cook hercules 3 stage balloon was used. The balloon burst during the first inflation. The procedure was finished by using another cook balloon. There was no harm to the pt due to this occurrence. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to a leak test to ensure device integrity. Correction action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.